Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable, damaged monitor case) has been confirmed. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation a test monitor displayed "add gel" messages when connected to the belt. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device manufacturer date: monitor: 04/27/2016. Electrode belt: 09/05/2017.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable) and had a damaged monitor case.